Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised (B)(6) 2014 due to pain and instability as a result of a patient fall. The modular head, liner, and acetabular cup were removed and replaced.